Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, when the balloon was inflated for three times, it was noted that the balloon ruptured at 8atm. There were no patient complications reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Initial reporter city: (B)(6). Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination of the catheter shaft identified no kinks or damage. A visual and microscopic examination of the balloon identified no tears or damage. All blades were fully bonded on the balloon and did not exhibit any signs of damage. The device was attached to an encore inflation unit and during the first attempt to inflate the balloon, a pinhole leak was identified in the balloon. The pinhole was located approximately 6mm distal from the distal edge of the proximal markerband. An examination of the leak site could not identify any issues with the balloon material which could potentially have contributed to the pinhole. An examination of the markerbands identified no issues.

Event description:
It was reported that a balloon rupture occurred. A 6.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, when the balloon was inflated for three times, it was noted that the balloon ruptured at 8atm. There were no patient complications reported.